Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot retraction problem; however difficulty removing the device and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the foot would not close completely. The proglide device could not be removed. A surgical cut down was performed to remove the device and achieve hemostasis. There was no patient impact due to the delay in the procedure. Hospitalization was extended due to the surgical cut down. The physician is reportedly trained in the use of the proglide device. No additional information was provided.